Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 301073 lot #unknown it was reported that the bd syringe 3ml ll bns had a scale marking issue. The following information was provided by the initial reporter:   it was reported by customer that the scale markings are printed crooked on the syringe verbatim: rcc received a complaint via email. Email(s) attached. We were notified of a complaint from a customer stating defective syringe. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Medline complaint #: (B)(4) defect description: defective syringe medline part #: 26001 product description: syr 3ml l/l vendor part #: (B)(4) lot #: unknown date reported: 2/5/2025 sample received: yes response needed: summary of findings and corrective action please reference the above complaint number in all future communications. If you have questions or need additional information please reach out to xxxxxx. Additional information provided: 1. Can you please provide an exact date of event in format dd-mmm-yyyy? 02-04-2025 2. Sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label?three lakes dr. Northfield il 60093 3. Could you please describe the issues in detail? Is that scale marking issues? The scale markings are printed crooked on the syringe.

Event description:
No additional information was provided

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - scale marking issue. One sample and two photos were provided to our quality team for investigation. The images provide close-up views of a fully assembled loose syringe, clearly showing that the scale markings are severely skewed. During the physical sample evaluation, it was confirmed that the skewed markings observed in the photos match the condition of the actual syringe. The condition observed is non-conforming per product specification. The potential root cause for the skewed scale defect is associated with the marking process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.